Event description:
Coiling treatment of an internal carotid artery aneurysm. It was reported during detachment, the proximal part of the coil protruded out of the aneurysm. Another coil was placed inside the aneurysm and was able to help keep the previous coil in good position. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was implanted in the pt. See scanned page.